Manufacturer narrative:
D7: correction. Additional information: f10 and h10: additional information provided showed the pre-explant toe also recorded a significant amount of paravalvular leak.  On inspection, the cause of the transcalvarial regurgitation was obvious.  One leaflet (along the non-coronary annulus) was splinted open due to being caught up in the stent of the valve.  The annular and leaflet calcification had been pushed into the sinus tissues near the base making de-calcification quite difficult.  One month and twenty-five days post deployment, the sapien 3 valve was explanted and replaced with as surgical valve. The surgery was successful but unfortunately the patient had a cva post operatively. Investigation is ongoing.

Manufacturer narrative:
Section h10: the valve was returned to edwards lifesciences for evaluation. The returned device was visually inspected for any abnormalities. The frame was observed to be severely distorted/damaged on the outflow side, likely due to manipulation and explanation. The leaflet was observed to be damaged and folded (longitudinally) on cp2. It was likely pinched. Growth was found on the pvl skirt and frame (outflow side). No dimensional analysis or functional testing was performed due to the condition of the returned device (frame distorted and damaged leaflet). Imagery was also provided by the complaint site for evaluation. From the photo¿s provided, a leaflet was confirmed to be folded and severe frame damage could be seen due to the device explant. From the cine video, contrast media was seen to be lightly flowing through the inflow side of valve during the post-valve deployment verification. During manufacturing of the sapien 3 valves, the valves and valve components (frame, skirt, leaflet) were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review performed did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any similar complaints. A review of complaint history for sapien 3 (all sizes) from november 2018 to october 2019 revealed additional other returned complaints for ¿leaflet ¿ inadequate coaptation- in patient¿ and ¿valve ¿ regurgitation ¿ pv leak¿. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing non-conformances were identified during evaluation. A review of complaint history reveals that the complaint occurrences rate did not exceed the october 2019 control limit for the trend categories. The instructions for use (IFU), the patient screening manual, the device prepping manual, and the training manual for sapien 3 with commander delivery system were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints for ¿leaflet ¿ motion restricted ¿ in patient¿ and ¿valve ¿ regurgitation ¿central leak worsening¿ were confirmed based on the provided imageries and returned device, but the complaint for ¿valve ¿ regurgitation ¿ pv leak¿ was unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no indication a product deficiency contributed to this adverse event. As reported, ¿the toe showed a severe aortic regurgitation appears central in the ncc position with likely damage to the ncc leaflet on balloon deployment¿ and ¿at explant the ncc leaflet appeared fixed to the stent strut preventing the coaptation.¿ it could be the leaflet impingement in a highly calcified native valve leaflet. Alternatively, it is possible that during the crimping process the leaflets were pinched by the frame. If the pinching was severe enough, it is likely that the leaflet shape and function could impacted. This would then result in the initial regurgitation seen in patient. The leaflet would then experience calcification in the body causing the crease to be further exacerbated. Eventually, it is possible that due to the shape and rigidity of the crease, the leaflet would get caught in the frame and impede its ability to properly close. This would further worsen the central regurgitation observed. Investigation results suggest that patient factors (calcification) and/or procedural factors (pinched leaflet during crimping) may have potentially contribute to the complaint event. However, without imagery, a definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the october 2019 control limits for applicable trend categories, no corrective or preventative action is required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Without further information, a definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the october 2019 control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Other relevant history: additional information confirmed that the pvl and central regurgitation was present at the time of implant. The patient remained symptomatic, however after discussing the case with the surgeons, the patient opted to delay surgery and to discuss his condition with the family and obtain a second opinion. Almost 2 months post tavr, explant of the sapien 3 valve with surgical avr was performed and the patient developed cva on pod#1. Pod#4 the patient expired from unknown causes. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in the (B)(6), during transfemoral tavr procedure, post implant of a 29mm sapien 3 valve, the post op echo showed severe central aortic regurgitation by what appeared to be a fixed non coronary cusp leaflet.  It was reported that it was as ¿if the leaflet was fixed to the stent strut preventing the coaptation¿.  There was no pre- or post-balloon dilatation of the device. The valve was explanted.